Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump has been alarming no delivery for a few weeks. He thinks it may be caused by defective infusion sets or reservoirs. Customer's blood glucose is 152 mg/dl. Also, there is a crack on his insulin pump's battery compartment. Customer was advised to call the help line whenever an issue occurs in order to best find the cause of the problem and resolve the issue. Customer understood and is sending back some infusion sets and reservoirs for analysis. Replacement supplies were sent. Nothing further reported.